Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No infection was determined. The physician did not believe the burning, redness, tenderness on palpitation noted on scs site was device or procedure related. The severe headache and nausea were also not device related. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a heating and pinching sensation at the ipg site whether the stimulation was turned on or off and had pain and redness at the low back where the scs was . An x-ray was taken and the physician noticed that the ipg was superficial, palpable and was very tender. It was also reported that the patient was having severe headache and nausea and was advised to turn the stimulation off. The patient was at the emergency room (ER) four times for determination of an infection. It was determined that the patient's wbc (white blood cell) count was increased and a spinal tap was done. Then the patient went back to the ER and the wbc was rechecked which showed a decrease in the result. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing a heating and pinching sensation at the ipg site whether the stimulation was turned on or off and had pain and redness at the low back where the scs was . An x-ray was taken and the physician noticed that the ipg was superficial, palpable and was very tender. It was also reported that the patient was having severe headache and nausea and was advised to turn the stimulation off. The patient was at the emergency room (ER) four times for determination of an infection. It was determined that the patient's wbc (white blood cell) count was increased and a spinal tap was done. Then the patient went back to the ER and the wbc was rechecked which showed a decrease in the result. The patient will undergo an explant procedure.